Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main pyxibus board with a dimmed light indicator. A field service engineer, replaced board and restarted station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es has failed pocket. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.